Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy. The needle fall out of the device or it did not get transferred properly. The needle and suture fell into the patient but were removed. A new device was used without further problems. The product was not saved. No adverse events were reported. No additional information can be provided by the account.